Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an aortic bifemoral bypass procedure, while stapling the aorta, the surgeon performed full, complete squeezes of the handle, but the staples did not deploy. The stapler was reloaded with a fresh reload and the second reload fired with great success. No injury.